Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 22-jun-2024 the one infusion set was leak at the site and infusion set is used for 3 days. No further information available.